Event description:
It was reported that the procedure was to treat the carotid artery. The emboshield nav6 was deployed; however, an unspecified peripheral stent was advanced over an 035 guidewire, which trapped the barewire and the filter between the stent and vessel wall. An unspecified balloon was attempted to be placed behind the stent in the same space that the filter was in to attempt to remove the filter; however, it was unsuccessful as the balloon was not able to get behind the stent. It was also noted the retrieval catheter was not able to be advanced past the stent. Two additional stents were implanted over the barewire and filter which remain in the patient anatomy. There was no adverse patient sequela and no clinically significant delay in the procedure. Two days after the procedure, the patient developed a bleed and passed away. No additional information was provided.

Manufacturer narrative:
The device remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Outcomes to adverse event: death date estimated.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the lot number was not reported. The investigation determined that the entrapment of the barewire and filtration element resulting in unexpected medical intervention, foreign body in patient, and prolonged hospitalization were due to use error. It was reported that the physician attempted to deploy a non-abbott stent that used a 0.035 guidewire, therefore a second 0.035 guidewire was advanced, and the non-abbott stent was deployed which trapped the barewire and filtration element between the non-abbott stent and the vessel wall. A conclusive cause for the reported patient effects of hemorrhage and death, and the relationship to the product, if any, cannot be determined. The emboshield nav6 instruction for use (IFU) warns: ¿only use the barewire filter delivery wire. Use of any guide wire other than the barewire filter delivery wire will lead to the loss of the filtration element or an inability to retrieve the filtration element.¿ additionally, section 8.6 instructs to ¿perform the required interventions over the barewire filter delivery wire. Maintain adequate distance between the proximal end of the filtration element and the most distal tip of any interventional device.¿ in this event, failing to advance the interventional device over the barewire filter delivery wire appears to have directly caused the entrapment of the barewire and filtration element between the stent and vessel wall. The reported patient effects of hemorrhage and death are listed in the emboshield nav6 IFU as known possible adverse events that may be potentially associated with carotid stent and embolic protection systems. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The event was reviewed by an abbott medical affairs senior specialist, and the results are as follows: no cine films were available to review. This was a case to treat an unspecified carotid artery. An unknown 0.035¿ guidewire was used in addition to the emboshield nav6 barewire. An 0.035¿ boston scientific innova peripheral stent was then deployed, entrapping the barewire. An unsuccessful attempt was made at modifying the deployed peripheral stent to remove the filter and barewire. Two additional stents were then deployed over the barewire and the filter, entrapping them to the vessel wall. No further percutaneous attempts were made to retrieve the remaining barewire. The patient was transferred to another facility for surgery; however, a surgeon was not available to perform the surgery. The patient expired two days post-procedure due to an unspecified ¿bleed¿. Due to the information provided, it cannot be definitively stated that the emboshield nav6 was a direct nor indirect cause of this patient's death. H1; type of event changed from serious injury to death.